Event description:
The customer reported that a patient was being monitored on mp-70, showed spo2 waves and numerics at bedside but did not come across to the central station. The patient expired.

Manufacturer narrative:
The customer reported that a pt was being monitored on mp-70, showed spo2 waves and numerics at bedside but did not come across to the central station. The patient expired. There is no indication that there was failure to alarm at the bedside, and no indication that the clinicians were unaware of the pt condition, and no indication that the lack of info at the central station was less than obvious to users. Philips is in the process of obtaining add'l info regarding this incident, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)